Event description:
It was reported that the syringe 3ml ll w/ndl 21x1 rb had no expiration date on its packaging, nor did the box it came in. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I have 6 boxes of syringes (100 count per box) that do not have an expiration date on the box and packaging".

Manufacturer narrative:
Investigation summary: four photos displaying 3ml blister packs and 100-count shelf cartons were received and evaluated. One carton and blister pack were from batch: 9111106 (p/n: 309575). One carton and blister pack were from batch: 1053817 (p/n: 309571). No defects were observed in any of the photos. Based on the information on the labels from batch: 9111106 and 1053817, the product was manufactured in 2009 and 2010 respectively. These batches were manufactured prior to the UDI requirements that mandated marking individual packaging with expiration date. These batches were manufactured correctly per product design at that time. Please note batches: 9111106 and 1053817 were expired as of 2014 and 2015 and bd does not make claims about the performance or efficacy of expired products.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 3ml ll w/ndl 21x1 rb had no expiration date on its packaging, nor did the box it came in. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I have 6 boxes of syringes (100 count per box) that do not have an expiration date on the box and packaging".